Event description:
It was reported that this pacemaker was unable to be interrogated. Additionally, it was noted that the device was implanted in a sub-diaphragm location which is not a typical location. Technical services recommend trying to place a magnet over the device to see if a magnet rate can be obtained. Information was requested from the sales representative however, no new information was obtained. At this time, the device remains in service. No adverse patient effects were reported.